Event description:
Patient evaluation at the center in 2001 confirmed that device was no longer functioning. Revision surgery took place the next month and the patient was reimplanted with another clarion device.